Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Updated lot and serial number information was provided. Results from the product history record review indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was exchanged due to patient being unhappy with vision. The device was not returned for analysis. There are two medical device reports associated with this event. This report is associated with the first explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was returned in the replacement lens case. Blood and solution is dried on the lens. Haptics and optic damage were observed. The customer indicated the use of an unspecified cartridge, an unspecified handpiece, and two qualified viscoelastics. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).